Event description:
On (B)(6) 2010 patient reported he has been having issues with his infusion sets leaving a red mark, irritating his skin, and possibly causing an elevation in his blood glucose. Patient's normal blood glucose range is 120-135 mg/dl. Patient stated the issue has been consistent with this particular lot. Patient reported his blood glucose is fine for the first day's use of the headset and then after a day he begins to notice his site starts to get irritated and his blood glucose starts to elevate. Patient did not specify what his elevated readings have been. Patient reported he will then change the infusion site and his blood glucose returns back to within his target range "pretty quickly." Patient stated he also gives himself a correction bolus when his blood glucose is elevated. Patient reported he does work out a lot and may bump the site occasionally but that happens ver rarely. Patient stated the issue is "definitely not unmanageable." Patient's blood glucose is currently normal and no issues currently exist with his infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.